Manufacturer narrative:
Product ID 7496-51, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 7434a, serial# (B)(4); product type programmer, patient product ID 3586, serial# (B)(4), implanted: 1992 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was adjusted in a chair and the device worked okay when sitting up, but when laying down, it got too strong in the right leg. It was noted that the patient was going to have back x-rays done and had been telling her doctors that she was having pain and burning in her back right where the leads were. The patient had an x-ray last month, which the doctor had not yet seen, and another for this month. It was indicated that the stimulation being too strong in her leg had been going on for 10 years. The patient wanted someone to make the device work properly and wondered if this one needed to be taken out. It was noted that when this device was put in, the patient could not get it for her back and legs because they did not have that model. The patient was directed to contact her doctor. Additional information received reported that the patient recently had an adjustment, but she was still having problems with it. Stimulation was okay when the patient was sitting up, but too strong when lying down. The patient was in a wheelchair and the initial cause of the patient¿s back injury was due to moving a person. It was indicated that the patient had mentioned this to her physician, but the physician thought the patient was making it up and looking for pain medication. The patient had been living with the pain for ¿30 years¿ and ¿since 1984.¿ it was also reported that the patient felt burning by her leads and by the device site that started eight years ago. The patient also felt pain when she vacuumed or shampooed her carpet, or walked her 6 lb dog. Additional information received reported that the patient¿s leg would ¿go into a spasm¿ when the implantable neurostimulator (ins) was turned off, and the patient had a burning sensation in her back, legs, and feet when the device was turned off. It was reported that the issues started 10 years ago when new leads were put in. The patient¿s nerves in her spinal column were reported as deteriorating and it was unknown whether it was due to the device or not. The x-rays that had previously been taken were reported as showing that the ¿machine was working fine.¿ the patient was reported as having a CT scan scheduled for the following day.